Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.

Event description:
Customer reported no reactivity with vs312 and a pt with passive anti-d. (B)(4).